Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer was unable to verify what led up to the alarm. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.